Event description:
Caller reported a malfunction on the pump, which occurred after updating the pump through tandem source. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and attempted to assist the caller with resetting the pump, but the same malfunction code persisted. Consequently, they decided to replace the pump. The customer will use a backup insulin pump to ensure insulin delivery while waiting for the replacement pump, which they have already trained on. The caller was instructed on steps to take upon receiving the new pump and how to return the malfunctioning pump to tandem.